Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient had reported that they were experiencing jaw pain. Patient was examined by their doctor and found to have facial pain and a mass of the left parotid gland. Patient's doctor diagnosed the patient has had an adverse reaction, allergic reaction, to the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.